Event description:
Customer reporting alleged false negative samples that are reporting as high positives on other methods (unknown methods and unknown symptomatic status of patients). Multiple attempts were made to gather more information to further investigate the issue without success.

Manufacturer narrative:
Investigation summary: we are unable to obtain the necessary information for an investigation. Multiple attempts were made to gather information from the customer without success. Root cause: insufficient information. Source: email.